Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on carefusion login screen. A field service engineer (fse) identified auto login was not working correctly, re-entered the correct auto login settings, and rebooted the station three times; the system successfully auto logged into carefusion application each time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on carefusion login screen. However, there were no delay to patient care and adverse events or injuries reported based on this incident.